Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system displayed an error stating 'early termination of 3d spin'. This occurred when attempting to take the initial spin; the radiologic technologist (rt) attempted to initiate the spin and after pressing the hand-switch button, two 'bonks' were heard and the system displayed the error message. The surgeon continued the procedure while the medtronic representative attempted to troubleshoot the issue. While troubleshooting this issue, the medtronic representative rebooted the system and had the rt use the foot-switch instead of the hand-switch to initiate the spin, however this did not resolve the issue. The surgeon was able to successfully place a pain pump as planned but opted to cancel and reschedule the navigated spinal fusion portion of the procedure.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the gantry had collided with the table prior to this issue. When attempting to open the gantry door to remove the system from the room, a message stating the rotor had to be re-homed was received on the pendant. The rotor re-homed itself and the system was removed from the room. The medtronic representative performed several navigated and non-navigated spins while testing the system and was unable to replicate the reported issue. The medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative reported the system performed as expected and all subsequent attempts to use the system have been successful. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.